Event description:
It was reported that the patient's right ventricular (rv) lead had high thresholds. The physician was unable to initially explant the lead due to a helix rotation issue. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. The visual summary analysis of the lead indicated apparent explant damage. The analyst found the helix was bent and would not extend from the sleevehead.